Event description:
A hospital in another country, reported to our distributor that 3 x rt236 infant breathing circuits had circuit leaks. They allege that the rt236 y-piece connector was the source of the leak. The hospital found the leak after doing the leak test with the ventilator. No patient consequence was reported.

Manufacturer narrative:
Only the y-piece connectors were returned for evaluation. The complaint devices were tested for breathing circuit leakage using standard bn 12342 and a water bath test. Results: the y-piece connector from lot 070404 was within the required specification pressure drop parameters. The 2 x y-piece connectors from lot 070803 were not within the required specification pressure drop parameters. These results were confirmed with a water bath test. Conclusions: we could not replicate the alleged fault for the y-piece connector from lot 070404. The y-piece connectors from lot 070803 were out of specification. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process. These circuits would have met the required specification at the time of their production. The swivel has most likely become distorted and lost its ability to properly seal during transport and storage. This complaint has regrettably not been reported within the required 30 day time-frame. No further investigation will be conducted on this complaint. Add'l MFR date: 04/04/2007. Add'l lot# 070404.